Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer booted to a system error when the programmer was turned on. Further investigation found a loose staple wrapped up in the display flex and flex support which has damaged the display flex stress relief coil causing the system error. It is noted the programmer would make a very faint chirping sound when hinge plate was moved 1/3 of the way upward. Analysis also found a stiff broken upper display hinge.

Event description:
It was reported when the programmer is turned on, the screen shows system test failure. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 rf (radio frequency) head; product ID: 229047 analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.